Event description:
The customer reported being hospitalized for low blood glucose of 39mg/dl. The customer stated that she attempted to wake up, but she could not do it, and the daughter gave her glucagon with no results. Then she had about five ounces of juice, but it did not work well for her, and the paramedics were called. The caller stated that her low glucose is due to inadequate food intake. Troubleshooting was performed. The customer stated that the reservoir shows the same amount of insulin as shown on the status screen. The caller mentioned wearing the insulin pump while having a mammogram and cat scan. Assisted the customer to run the displacement test and passed. Instructed the customer that the device will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with motor error alarms during occlusion test due to faulty force sensor. The insulin pump passed displacement, prime, basic occlusion and excessive no delivery tests. The insulin pump communicates properly with test meter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.